Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. It was reported that the right ventricular (rv) lead exhibited high capture thresholds, high and undefined impedance values, frequent oversensing noise on high rate episodes and polarity switch. Lead fracture was suspected. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen at the clinic and implantable pulse generator (ipg) reprogramming was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that rising impedance was noted on the rv lead. The lead was capped and replaced.